Event description:
A 3.5 fr dual-lumen umbilical catheter was placed in the umbilical vein. When withdrawing blood and applying tension to improve blood return, the catheter broke above the suture. The catheter was removed.